Event description:
It was reported that the device failed during use. There was no injury reported.

Manufacturer narrative:
A dräger service engineer was dispatched to examine the device on-site. At that time the engineer did not know that the device failed during patient use; the unit was repaired and returned to use. In particular, it was found that two of the four rubber bumps by which the ventilator motor is fixed to the chassis were loose. This caused a tilting of the motor in which consequence the piston diaphragms where jammed between motor and piston during ventilator operation. The resulting motor overcurrent led to shut-down of automatic ventilation. If a shut-down of automatic ventilation occurs the device will post a corresponding alarm; patient support can be continued with the built-in manual breathing bag. The engineer replaced the motor unit including diaphragms as well as the power supply. The device passed all consecutive tests and is back in use. The exact mechanism that led to loosening of the rubber bumps could not be determined; there is no similar case known. The particular device was in operation for nearly 13 years.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device failed during use. There was no injury reported.